Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - impactor. Visual examination of the returned product found the instrument exhibits signs of repeated use (nicked / gouged / wear), and the weld that connects the subcomponents and has fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the six plus (6+) years of use in the field and the normal wear and tear associated with use. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection prior to a total knee procedure, the tibial broach impactor was found to be fractured. There was no patient involvement and the surgery was completed with a second device.